Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, a low pacing impedance and episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.